Event description:
Patient placed on zoll for monitoring during a rapid response. Unable to get an oxygen sat measurement or pleth. Tried 3 replacement oxygen sensors at different sites without success. Problem appears to be with the masimo oxygen cable. Contacted masimo to help replace the faulty cable.